Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a thoracotomy procedure. On the fourth firing, unk cycle, the staples did not form properly and the tissue tore. The area was oversewn and the pt is still in the hospital with an air leak from the staple line. Device was discarded.